Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. (B)(4). The central processing unit (cpu) board and power management were returned to the failure investigation lab for evaluation. Visual inspection of the cpu and power management revealed no damage or contamination. Operational testing was done and the test ventilator did boot up and deliver breaths, no errors where generated while cycling the power on and off, however, the following errors were noted: 1101,1104, and 1105. The unit power cycled in normal operation for 40 hours and no errors were generated and the ventilator did not restart. Testing was performed for the backup alarm failure. The backup piezo did sound with voltage applied and no backup alarm failures were noted in cycle testing. The manufacturer¿s international service technician replaced the power management board, cpu, power switch overlay, and touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the touchscreen malfunction, 1101 (ventilator restarted),1104 (post backup audible alarm fail), and 1105 (post led failed) and returned a cpu and power management board for investigation. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date of report: 19jul2019. Date received by manufacturer: 15may2019. Root cause: root cause of reported issues is failure of power management (q11) component. Replacement of q11 resulted in normal operation and removal of all failures and delays. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.